Event description:
On (B)(6) 2011 the vns patient reported that her device was "leaking" because she is experiencing pain in her neck during stimulation. The patient said that the neck pain is non-debilitating. The patient is also experiencing a cough. The physician's nurse reported that the patient was seen on (B)(6) 2011 because of the neck pain during stimulation that she was feeling. The physician was worried that there may be a device malfunction, that the device may be leaking or a lead may be loose, so they referred her to another physician for a second opinion. The nurse reported that they decreased her output current to 3.0ma. No other diagnostics or programmed settings were provided. The patient will be back to see the physician in (B)(6) 2011. Additional information was requested from the physician that the patient was referred to for a second opinion; however no further information has been received thus far. If additional information is received, it will be reported.